Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the pre-cut starter hole was off center by about 1/4 inch which, resulted in decreased wear time. There was no reported harm. No further information or photograph was provided.